Event description:
Patient had sudden onset of tachypnea, air hunger behavior, skin cool and clammy cyanosis. She removed from ventilator (bear I) and ventilated manually. Respiratory therapy evaluated ventilator found cracked breathing circuit filter. Respiratory therapy replaced filter with a new one. Reconnected the patient. There were no further problems at this point.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: exhalation filter. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.